Event description:
Customer reported that the insulin pump has a crack on the right top corner of the screen where the information is displayed. Blood glucose value is 179 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.